Manufacturer narrative:
The field service representative found a blocked suction needle in the prewash unit which was assumed to be the cause of the issue.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer discovered questionable 25-hydroxyvitamin d results had been generated when the qc performed at the end of the run was out of range. The patient samples were repeated and of the data provided for five patient samples, the results for four were discrepant. Patient sample 1 results were provided as initial 147, repeat 92 and initial 65.41, repeat 30.77. Patient sample 2 results were provided as initial 105, repeat 68 and initial 72.12, repeat 36.44. This patient was a female born on (B)(6). Patient sample 3 results were provided as initial 70, repeat 35 and initial 77.01, repeat 34.21. This patient was a female born on (B)(6). Patient sample 4 results were provided as initial 80, repeat 35 and initial 70.05, repeat 31.35. This patient was a female born on (B)(6). The unit of measure was not provided. Results were reported outside of the laboratory. The patients were not adversely affected. The reagent lot number was 186865. The expiration date was requested, but was not provided.